Event description:
Ligasure device believed to be defective. Device used during surgery; error messages would show on bovie screen, device failed to seal blood vessels during surgery, per surgeon's comments. Troubleshooting performed, with no success. Device removed from field. New ligasure connected and worked with no issues. No harm to patient. Based on the description from staff it could be that the ligasure did not fire correctly or that the disposable did not clamp correctly.